Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation results: during the investigation of the returned device, the systame error could not be reproduced. Therefore, the investigation results are inconclusive. A root cause of the issue could not be identified.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide additional initial reporter information (see sections e1,e2,e3), provide additional report source (see section g3), update device evaluated by manufacturer (see section h3), correct the result code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that a usacquisitionhw_40_0 error and usacquisitionhw _0 error messages were found in the error logs. According to other report obtained from the user facility, these error messages occurred during a transesophageal echocardiography (tee) study. The user facility was unable to provide a representation of the failure because everything was reported to have "frozen." There was no loss of data so there was no need to repeat the study. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.